Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella cp pump immediately began to trigger placement signal unreliable alarms. It was noted that there were no waveforms present and the staff was advised that the optical sensor may have been damaged. Due to the noted issue, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the optical signal issue was due to a kinked fiber line based on the changes in 5s parameters observed in the data logs.